Event description:
Device found in eos after vt storm with >50 shocks. The device was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the eos battery status. The device was implanted for 80 months and 83 charging cycles were recorded in the icds memory. The memory content of the device was inspected. The inspection revealed multiple episodes of regular vt detection on (B)(6) 2024, due to intrinsic signals. As a result of that fast-successive charging the eos battery status had occurred. The eos status was removed with a technical programmer and subsequent interrogation revealed the eri battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction. In conclusion, the activation of the eos status resulted from that fast successive charging. A thorough analysis of the ICD, however, proved the device to be fully functional. There was no indication of a device malfunction.